Event description:
The customer reported an issue with the pump cartridge not fitting properly. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support instructed the customer to remove the case from the pump, inspect the pump and the pneumatic tap area, and clean the area with an alcohol wipe. It was found that an o-ring was causing the issue, which the customer successfully removed. The customer was able to reload the original cartridge without further assistance and declined additional help, indicating the resolution of the issue.